Event description:
On 7/22: customer reports female (unk age) undergoing a retrograde cystogram with possible stent placement under general anesthesia. During the procedure, the room failed to fluoro. Customer re-booted the room three times before the error cleared, and the procedure could be continued and completed. Procedure was delayed approx 20-25 minutes. No reported injury.

Manufacturer narrative:
As a safety measure, the system locks out fluoro until this arm aligns in the correct position. With the switch (key) sticking, this alignment could not be achieved, therefore, not allowing fluoro. Technical support discussed the issue with the facility biomed and suggested the customer replace this switch that is apparently sticking. As of (B) (6) 2009 customer had not ordered the switch. A review of cts shows no similar service issues with this system. On (B) (6): product monitoring follow up with customer finds the room is being used for procedures with no operational issues since the reported event. Customer has not replaced the part suggested by technical support, due to the equipment working correctly.